Manufacturer narrative:
The investigation conducted by the field service engineer determined that system error code 21013 was associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 21013 appears when the davinci safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the safety system puts davinci in a recoverable safe state. The mtmr was returned to isi for failure analysis investigation. Engineering was unable to replicated the customer reported failure, however, an axis potentiometer and motor encoder assembly were replaced as a precaution. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci prostatectomy procedure, the surgical staff experienced system error code 21013 and was unable to home the system. The site exercised the right master tool manipulator, however, system error code 21013 continued to recur. The patient was under anesthesia and the port incisions had been made when the surgeon decided to abort the planned surgical procedure. No patient harm was reported.